Event description:
Procedure: skin closure. (B)(4):according to reporter, customer has had in the last 2 weeks 5 patients return with sutures broken down within the two week period and protruding through the skin and the wound re opened requiring re-suturing.additional information has been requested of the customer but response has not been received.

Manufacturer narrative:
(B)(4)